Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by a surgeon that the patient had a full system explant due to infection. The surgeon stated the patient had been picking at the device site which caused the infection. Device history records were reviewed for the generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.